Event description:
Additional information was received on 25jul2019. The erumo r2p sheath separated during course of care for planned superior femoral artery intervention.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo is further investigating the reported event.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that destination slender was damaged in a r2p case. Left radial approach r2p case; case began with a 5/6 glidesheath slender (cocktail given (2.5 verapamil, 200mcg nitro)) and images were obtained through a diagnostic catheter. Once stenosis identified the doctor changed out the 5/6 slender for the 119cm destination slender guiding sheath (additional cocktail given) saline soaked 4x4 lubricated sheath as it entered the artery. The sheath advanced to the point of resistance (catheter tip at subclavian area). The catheter would not advance any further. The doctor decided to attempt to remove the catheter, however resistance would not allow any movement. More sedation and cocktail administered. The doctor encouraged to allow time for spasm let up. Upon further attempts for removal the catheter coil braiding began to separate on the catheter. The doctor stopped pulling and approached to brachial artery with a diagnostic catheter by way of the right femoral access. Cocktail (verapamil and nitro) was administered. Anesthesia was requested and propofol drip was started. The catheter was still not moving. Vascular surgery was called for assistance; the vascular doctor attempted to pull on the catheter and it then broke at the level of the skin. The patient was transported to the or for catheter removal. Estimated blood loss was less than 250cc. Surgical removal was performed. The patient was stable at the time of the breakage and it was successfully removed by the vascular surgeon.